Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was evaluated by manufacturing engineer. The report states that one screwdriver blade was returned for evaluation. Two of the four driver segments on the tip are broken off and were not returned. There is remnants of white paper and adhesive on the shaft and handle. The paper and adhesive are not associated with manufacture. Normal wear from use is present as well. The hardness check failed because the hardness was found to be hrc56 which is outside the specification of hrc 50-55. Due to the shape and size of the shaft a direct rockwell c test was not able to be performed. A vickers microhardness hardness test was performed per sts-060 on three specimens and the readings converted to rockwell c. The average for the three converted readings is hrc 56. Dimensional checks on the two remaining driver segments and the shaft diameter passed. Because two driver segments were not returned a complete evaluation is not able to be performed. Because the hardness check failed this complaint is valid.

Event description:
It is reported that a cannulated screwdriver was broken while removing a screw. No adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.